Manufacturer narrative:
The complaint sample has not returned for evaluation; the lot number is unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
An initially reported by a health care professional states that an retrospective clinical study shows a consumer experienced marginal corneal ulcer, red eye, and irritation with mild severity in the left eye after wearing contact lenses. The contact lenses were discontinued. The consumer was prescribed moxifloxacin eye drops every two hours during day for unspecified time. The current status of the consumer¿s eye was symptoms resolved at the time of this report. As this report was from a retrospective clinical trial study, so further no additional information is available at the time of this report.

Manufacturer narrative:
H.3., h.6.: the lot number was not provided and the complaint sample was not made available for evaluation. A trend related investigation was performed; no trend could be identified. The manufacturing review did not indicate that this complaint was due to the manufacturing process. No complaint or manufacturing trend was identified. The root cause could not be determined. The manufacturer internal reference number is: (B)(4).